Event description:
It was reported by the end user that she has been using company¿s products for three and a half years since her surgery in 2020/2021. She was hospitalized at the time of reporting and would be discharged the following day. She had come to the hospital a few weeks ago for a bad fungal infection that came back twice since then. The user had been using a steroid mouthwash and questioned if it could have caused the fungal infection, but their doctor didn't think so. The first two times it was an ear drop infectious disease as thought by the doctor. The patient had been taking fluconazole, which initially improved their condition, but the infection returned. She described the pain as agonizing. The other two times the fluconazole took away the pain after a couple days. The user had been applying a fungal powder for crusting every other day, although the hospital had recommended daily application but since she has been in the hospital for the second time, she has just been able to do once every other day. The end user was concerned that the infection was returning while still on fluconazole and wondered if it might be contact dermatitis. No photo is available at this time.

Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant country: canada. Based on the available information, this event is deemed to be a serious injury. The end user was being treated for a fungal infection that seems to be reoccurring so the healthcare professional thinks she may have a contact dermatitis. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003